Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the bha surgery, there was a gap (about 1 mm) between the centrax and the locking ring. Therefore, the surgeon implanted a spare centrax instead of it."